Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation as the bare wire was pulled and loaded the filter onto the delivery catheter (dc) pod inadvertent mishandling and/or excessive force resulted in the noted barewire core damages (kinked. Bent), the noted barewire coil damages (stretched, offset), the noted delivery catheter damages (wrinkled, kinked) and ultimately resulted in the reported material separation/ separated delivery catheter pod. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of an emboshield nav6, the barewire was pulled and loaded the filter onto the delivery catheter (dc) pod, the tip of the dc pod was noted to be broken in two parts. The device was not used and there was no patient involvement. A same size emboshield was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.